Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported cardiac arrhythmia and hemorrhagic stroke could not be conclusively determined. In addition, a direct correlation between heartmate 3 left ventricular assist system (lvas) , serial number (B)(6), and the reported events could not be conclusively established. The reported low flow alarms could not be confirmed as no log files were submitted for review. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The mod cable shipped on 02jul2021. The current heartmate 3 (hm3) lvas instructions for use (IFU), rev. C, lists cardiac arrhythmia and stroke as adverse events that may be associated with the use of the hm3 lvas. In addition, the IFU outlines the recommended anticoagulation regimen and the suggested anticoagulation modifications in the event there is a risk of bleeding. The system monitor section of the IFU describes the pump flow display and pulsatility index and the hazard alarms. This document states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm. The heartmate 3 lvas patient handbook, rev. C, is also currently available. Section 5 of this handbook, entitled "alarms and troubleshooting," describes the actions to take in the event of a low flow alarm. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2021, the patient was at home and went unresponsive with family present. Emergency medical services (ems) arrived and patient was alert and vitals were stable. The patient was transported to implanting center emergency room (ER) and the patient became unresponsive again with low flow alarms as they pulled into the ER. The patient was code blue and cardiopulmonary resuscitation (CPR) was initiated. The patient was in ventricular fibrillation (v-fib) arrest with low flow alarms. After code blue and defibrillation, the low flow alarms resolved. Intravenous fluids were given for volume but patient was not oxygenating well and it was decided to place him on venoarterial extracorporeal membrane oxygenation (v-a ECMO). At 8:00 pm, the patient was stabilizing with ECMO but was causing ventricular assist device (vad) to alarm low flows. After 5 hours of ECMO, it was decided to discontinue ECMO. After discontinuation of ECMO it was noted that the patient was having jerking/seizure-like movements. A CT scan of head revealed a large hemorrhagic bleed with midline shifting. Neuro surgery was consulted and external ventricular (evd) drain was placed at bedside. After the drain was placed, it was noted that the patient's pupils were fixed and dilated and unresponsive. On (B)(6) 2021, the family made the choice to remove care as patient had zero responses to stimuli. Family made the choice to donate organs at that time. On (B)(6) 2021 at 12:30am, the patient was pronounced after organ donation. The device was said to be operating as intended and it was not thought to be device related.